Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, after an infusion through the redo double lumen tpn catheter was performed, it was noticed that the dressing was wet. Upon closer inspection, a micro hole was discovered close to the hub on the proximal end of the catheter. The customer believes the hole was the result of a structural weakness in the catheter, which occurred when the patient moved around, which caused the catheter to twist up to 360 degrees. The customer believes that the activity level of the child contributes to the twisting of the catheter causing the inner material of the catheter to break and become soft, as well as resultantly weak. According to the customer the central line was in place for a few weeks before the incident occurred. The central line was tunneled through the chest and utilized for infusions. The product problem necessitated the placement of a new central line. The complaint device has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing, quality control and a visual inspection/functional testing of the returned device were conducted during the investigation. Clinical assessment: there is no information about the length of time the device had been placed when the hole was noticed. The customer does address the activity of children and the difficulty with securing the device to prevent damage but there is no information about the particular child in this complaint. There is no information about maintenance of the device or any difficulty with flushing that may have contributed to this event. C_t_tpn states, ¿if lumen flow is impeded, do not force injection or withdrawal of fluids.¿ the IFU also states, ¿use of a 10ml syringe or larger will reduce the risk of catheter rupture.¿ the cause of this event is not yet established. A hole in the catheter could potentially result in an air embolism causing critical harm. At this time the clinical assessment cannot eliminate any possible causes for this event such as product handling, maintenance, patient mobility, other device compatibility, device failure, or manufacturing related causes one device was returned for investigation. A functional test was performed. The large lumen, the tubing ballooned out, indicating a weak spot in tubing. The small lumen is split at the edge of the taper. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the current versions of governing manufacturing and quality documents for this device was conducted. From the investigation, a conclusion can be drawn that the complaint device was inspected by quality control per current specification. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation: a review of the drawing, quality control and a visual inspection/functional testing of the returned device were conducted during the investigation. Clinical assessment: there is no information about the length of time the device had been placed when the hole was noticed. The customer does address the activity of children and the difficulty with securing the device to prevent damage but there is no information about the particular child in this complaint. There is no information about maintenance of the device or any difficulty with flushing that may have contributed to this event. C_t_tpn states, ¿if lumen flow is impeded, do not force injection or withdrawal of fluids.¿ the IFU also states, ¿use of a 10ml syringe or larger will reduce the risk of catheter rupture.¿ the cause of this event is not yet established. A hole in the catheter could potentially result in an air embolism causing critical harm. At this time the clinical assessment cannot eliminate any possible causes for this event such as product handling, maintenance, patient mobility, other device compatibility, device failure, or manufacturing related causes one device was returned for investigation. A functional test was performed. The large lumen, the tubing ballooned out, indicating a weak spot in tubing. The small lumen is split at the edge of the taper. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the current versions of governing manufacturing and quality documents for this device was conducted. From the investigation, a conclusion can be drawn that the complaint device was inspected by quality control per current specification. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.